Event description:
It was reported that "upon unpacking, three winged needles were found missing (it was ensured that the package was not opened, nor damaged prior to unpacking)." No other information was provided. This report addresses the first device reported missing.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.